Event description:
A peritoneal dialysis (pd) patient reported he had the catheter replaced on february 5th and this is the 3rd time the catheter had been replaced. The patient was still having consistent drain issues in treatment for the past two weeks. There was no allegation of device malfunction and confirmed there was no issue with overfill and no injury occurred. The catheter is not a fresenius product line. Additionally, there was no allegation against any fresenius products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).